Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files appeared to show the system operating as intended, and a direct correlation between the reported events (regurgitation, right ventricle dysfunction, hemolysis, suspected thrombus) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The system controller event log file contains data from 06:18:25 through 13:20:22 on (B)(6) 2021. Overall, calculated average flow ranged from 3.5-4.3 lpm and calculated pulsatility index (pi) average ranged from 3.8-9.8. No alarms were captured throughout the file. The pump operated as intended at the set speed. The patient remained ongoing on hm3 lvas, serial number (B)(6) until expiring due to severe septic shock on (B)(6) 2021 (investigated under manufacturer's report number 2916596-2021-02336). No autopsy was performed and the device was not explanted for evaluation. The hm3 lvas instructions for use (IFU) lists hemolysis, right heart failure, and peripheral thromboembolic events as adverse events that may be associated with the use of the hm3 lvas. The IFU states that moderate to severe aortic insufficiency must be corrected at time of device implant. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) indicative of hemolysis and a new clot was found close to inflow cannula on the echocardiogram. The log file review showed multiple pi events. There was also a single lower flow event on (B)(6) 2021 that was not sustained long enough to activate an alarm. There were no other unusual events recorded in the log file event history. An echocardiogram showed thrombus at the inflow cannula. There were no changes to the patient condition or anticoagulation status that may have contributed. The pump parameters were within normal range. The patient was transitioned from heparin to argatroban and warfarin was resumed. On (B)(6) 2021 the patient's ldh was down to 352 and the vad parameters were stable. The thromboelastography (teg) maximum amplitude (ma) and haptoglobin were within normal limits. The patient was switched from aspirin to plavix due to inflow thrombus.